Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, lot# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (2.5 mg/ml at a dose of 0.992 mg/day) via an implantable pump for an unknown indication. On (B)(6) 2017, during device servicing, a volume discrepancy was identified. The estimated reservoir volume (erv) was 1.9 ml and the actual reservoir volume (arv) was 20 ml. There were no reported contributing factors. No diagnostic//troubleshooting was performed, but a catheter contrast study would be performed next week. There were no reported patient symptoms. No surgical intervention occurred or was planned. The patient's status at the time of this reported was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient codes have been update to the following for this event; (B)(4).

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). It reported the patient did not attend the catheter contrast study last week, so they have been unable to identify the volume discrepancy cause. It was noted the patient was feeling their regular pain symptoms.